Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd epicenter¿ single user software there was one false result due to a mistaken breakpoint after the pud update. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd epicenter¿ single user software there was one false result due to a mistaken breakpoint after the pud update. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: customer reporting an issue is regarding the pud version 7.41 which has the resistance breakpoints for s. Aureus and other coag.negative staphylococci >/=2, whilst on the eucast2024 document is r>2. This means that in the epicenter (443972/g6my646007fv) breakpoint table in pud 7.41 we should have r >/=4. In the eucast 2023 document, the cip breakpoint for staph aureus and staph coag- was no susceptible breakpoint and a resistant of >1 (in the pud we set the s <= 1 and the r >= 2 with an associated rule (985) that changes any result that is an s (susceptible) to I (intermediate). In the eucast 2024 document, the cip breakpoint for staph aureus and staph coag- was updated to no susceptible or intermediate breakpoint and a resistant of >2. The pud v7.41 release notes state that the breakpoint was not updated due to a pending review. The customer is able to customize the breakpoint if desired and update per the eucast document. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of september. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.